Event description:
Discordant enhanced (B)(6) results were obtained on one patient on an advia centaur instrument. The discordant (B)(6) results were not reported to the physician. The customer ran two samples from the same patient and obtained different results: (B)(6). The same samples were run on an alternate instrument, that resulted (B)(6). The customer decided that the patient should be redrawn and that sample resulted as (B)(6). There were no known reports of patient intervention, adverse health consequences or patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the discordant (B)(6) results was unknown. The fse determined that during the time of the event, the instrument was displaying signal 2 errors. The fse checked the water reservoir for bleach and replaced the acid and base reservoirs and bleach valves. The fse successfully ran a daily cleaning procedure (dcp) and determined the instrument was fully functional. The instrument is performing according to specifications. No further evaluation of the system is required.